Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic with the left ventricular lead exhibiting loss of capture. X-ray imaging was performed and verified that the lead had migrated outside the blood vessel. There were no known patient symptoms. On (B)(6) 2019, the patient was brought in for a lead revision procedure and the dislodged lead was successfully extracted. The physician attempted to insert and position the new lead several times. However, the physician experienced difficulty inserting the new lead into the inner catheter. The physician then changed to a different lead and completed the procedure. The patient experienced no adverse effects from the procedure and was discharged home the same day. Related manufacturer reference number: 2017865-2019-10893.

Event description:
New information received stated that the patient experienced phrenic nerve stimulation prior to the lead revision. It was also noted that left ventricular lead dislodgement was suspected on (B)(6) 2019.